Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a trapezoid rx basket was used in conjunction with an alliance handle to crush a stone. However, the stone did not break and the catheter crumpled/collapsed like an accordion. The physician attempted to detached the tip of the basket but failed. The physician was able to release the stone by shaking the basket, and the basket was then removed from the patient. A plastic stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."